Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, the patient suffered from intense brightness and glare. Despite undergoing MRI scans for the brain and eyes, which yielded no abnormalities, and receiving treatment in the form of eye drops and glasses, the patient's condition has not improved. Additional information was requested

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).